Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms. Troubleshooting was performed and found occlusion occurring in the cartridge. Customer had elevated blood glucose levels (253 mg/dl).